Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with act button not responding due to flattened button dome switch. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and a blank display. Customer's blood glucose was unknown. The customer stated the keypad was not sensitive and the display was blank. The customer did not state any significant events leading to the issue. The insulin pump will be returned for analysis.